Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist contacted the customer to identify the affected station, obtained permission to dial into the device, and remotely accessed the pyxis medstation es. Event logs were reviewed and no errors were identified. A hardware diagnostic test was performed, which also showed no hardware faults. The specialist discussed findings with the customer, who confirmed the bio ID failure message was previously observed. The station was rebooted, after which the scanner functioned correctly. The case was kept open briefly for monitoring, followed by customer confirmation that the issue did not recur and approval to close the case. The system functioned as intended technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner on the west side medication station is not functioning. When attempting to scan, the system displays an error message: "hardware failed, maintenance required." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.